Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator field service representative reported that the power cord is burnt on the ac lead. There was no patient involvement associated with the reported issue.